Event description:
Select all that apply: removed/returned reported due to an associated device oversensing please specify lead noise seen via nst episodes, and able to recreate per physician. R wave went from 10+mv to approximately 3.0mv. Noise please specify lead noise clinical actions for device: other please explain extraction of full system and re-implanted with medtronic system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).